Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at approximately 11:00 a.m., the cgm displayed a reading of 54 mg/dl. In response, the patient consumed sweets to increase glucose levels. Despite this, the patient developed symptoms including shakiness, headache, sweating, and vomiting. The patient was concerned about these symptoms and performed a fingerstick blood glucose (fsbg) check, which showed an elevated value of 500 mg/dl. The patient started panicking and decided to go to the emergency department (ed) for evaluation. Upon arrival, medical staff performed another fsbg measurement, which read 600 mg/dl, while the dexcom cgm displayed ¿low¿ without a numeric value. The patient was admitted and intravenous (IV) fluids and IV insulin (dosage not specified) were administered for treatment. The patient remained hospitalized for three days and was discharged on 01/13/2026 in stable condition, reporting improvement. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ed, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.